Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to ongoing pain with weight bearing and there is some osteolysis bone cysts under the talar component.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to ongoing pain with weight bearing and there is some osteolysis bone cysts under the talar component.

Manufacturer narrative:
Correction h6 device code. The reported event could be confirmed since images of CT scans were provided and shows loosening of the talar component. Upon further investigation of the CT scans by healthcare professionals the following was observed: the described cysts and radiolucence adjacent to the talar component can be confirmed with the provided CT scan. There seems to be some loosening. The tibial component does not show radiolucence and a failure cannot be confirmed, here. The underlying cause for the failure is potentially poor bone substance at least for the talus. Failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information e.g., clinical status, exact symptoms, and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and or the device in relation to cause of the failure. Although the issue is most likely related to poor bone substance, the root cause could not be conclusively determined. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.